Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for low blood glucose and his blood glucose levels were 31 mg/dl. Troubleshooting was performed. It was reported that the infusion set and the reservoir were changed prior to hospitalization and appears that the customer over delivered insulin into his body. No further information was provided.